Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? Please clarify, when was the suture broke(in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an laparoscopic hernia repair procedure on (B)(6) 2026 and barbed suture was used. At 11:20, during the preparation process, the suture broke and was subsequently replaced. No reported adverse patient consequence. Additional information has been requested.